Manufacturer narrative:
Intervention required no longer applies. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) was removed.

Event description:
Additional information received from the healthcare provider (hcp) reported that the implantable neurostimulators (ins) were replaced due to normal battery depletion. There was no patient death and she recovered without sequela.

Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported that she just had her implantable neurostimulators (ins) replaced on (B)(6) 2016. She was told they would last five years, but they only lasted two and a half years. The batteries were draining at a pretty rapid rate. The patient stated that they were "4.0 and kept dropping daily." The patient's indications for use were dystonia and movement disorders. The cause of the quick depletion was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found the battery at normal end of life with telemetry and output okay. There was no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.